Manufacturer narrative:
(B)(4). The starclose se device was used in a calcified common femoral artery access site. The instructions for use, states: do not deploy the clip in areas of calcified plaque. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A conclusive cause for the reported patient effect of hematoma could not be determined. The reported difficulty to insert, kink appear to be related to interaction with the anatomy. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using a starclose se device with a 6f sheath after a below the knee (btw) interventional procedure. Reportedly, there was resistance when advancing the starclose device into the exchange sheath. The sheath was kinked by the starclose flex guide. The patient developed a small hematoma that did not need treatment. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be in-training in the use of the starclose se device. No additional information was provided.